Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patients knee dislocated a few days post op. Revision due to lax soft tissue and a bigger bearing required ¿ not product related.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. From the information supplied by the hospital the most likely cause of the reported bearing dislocation was the soft tissue laxity, however, the exact root cause was unable to be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patients knee dislocated a few days post op. Revision due to lax soft tissue and a bigger bearing required ¿ not product related.